Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined at analysis that the programmer shut down and could not turn on. It was noted that the during the software download an error was displayed and a link electronic module (lem) printed circuit board (pcb) was required. It was noted that the display screen dropped in some positions, the right side lower display bullet was missing, the rear display cover of one latch was broken, the stylus was missing and the personal computer memory card international association card eject button was broken. It was noted that due to the lack of parts, the programmer will be scrapped. If information is provided in the future, a supplemental report will be issued.